Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issues was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the small intestinal videoscope dropped out. The issue was found during an unknown procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.